Event description:
It was reported that noise was observed on rv lead. The pace/sense portion was capped and replaced. Defib portion of the lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.